Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter address (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was good.